Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Patient was hospitalized for the titration of duopa. The following day, patient experienced abdominal pain and duopa was stopped. Abdominal x ray and CT were performed and physician suspected peritonitis. The patient was treated with biteral 500 mg i.v. 2x1, antibiotic eqiceft 100 mg 2x1 i.v. And parol IV as needed. On (B)(6) 2017, duopa was restarted. On (B)(6) 2017, patient was discharged.